Event description:
When neurosurgery pa [physician assistant] was attempting to staple recently discontinued jp [jackson-pratt] drain puncture site on left side of head, the "fixed head skin stapler" malfunctioned and a staple came out sideways into patient's head, missing the area needing a staple. The stapler then jammed, and pa was unable to dispel staples. This rn got a new (single use) "fixed head skin stapler" for pa to use. Pa tested the stapler first and it worked as it should. When pressing it up to the patient's head puncture site, pa attempted to staple, and again, the patient got poked with only one side of a deformed, jammed staple that did not eject properly from the gun. This rn grabbed a 3rd brand new, unopened "fixed head skin stapler" for pa to use. The 3rd gun worked as all of them should and properly ejected the staple straight into the head at the appropriate puncture site. The patient needed a one-time dose of 25mcg of fentanyl (after already receiving oxycodone in preparation for the drain removal) due to the increased pain pt felt during the staple attempts.